Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device wasn¿t helping, and they were having a return of symptoms. The patient stated they were able to see their setting once and then tried to increase it and they saw an icon. It was reviewed that it was likely a turn stimulation on icon, and it was reviewed how to turn it on. The caller then saw poor communication for the rest of the call. The patient was sent a replacement programmer and antenna. On (B)(6) 2020 a rep reported that the patient stated the device didn¿t provide symptoms relief. The patient was above 3.0 amps before feeling stimulation. The rep reported that no specific cause was identified, and the impedance check was okay. It was noted that different programs were tried with no improvement. The system was removed and replaced, and the issue was resolved at the time of the call. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.